Event description:
It was reported that the system 6600's images were dark making interpretation difficult. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Determined that camera and iris were out of adjustment. Performed calibration. The system was tested and found to be working as intended and placed back into service.